Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use of the pump console for a cardiopulmonary bypass procedure, the occlusion device unexpectedly indicated that re-calibration was required after performing the initial occluder calibration. An alternate device was employed and the procedure concluded without incident. There were no adverse consequences to the patient as a consequence of this event.